Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, the pump is not working correctly; it makes excessive noise while in use. The complainant was able to successfully complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, the complainant tried using a new foot switch with the same unit which did not resolve the issue.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Physically, the unit is in fair condition; there is some paint discoloration on the chassis, but all knobs/switches function properly. Electrically, no issues were noted and the unit is within specification. The foot switch connector and irrigation hose were manipulated during testing and no issues were found. The condition of the returned device was not consistent with the complaint of a noisy pump; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, the pump is not working correctly; it makes excessive noise while in use. The complainant was able to successfully complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, the complainant tried using a new foot switch with the same unit which did not resolve the issue.